Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown mallory head femoral stem, unknown mallory head acetabular cup, unknown arcom acetabular liner, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in the article that 15 patients with metal-on-polyethylene implants experienced elevated titanium blood levels with a median of 5.27 ug/l and a range of 0.96 - 7.66 ug/l approximately 12 months post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Age or date of birth - ni, weight - ni, date of death - ni, date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, ¿acetabular bone density and metal ions after metal-on-metal versus metal-on-polyethylene total hip arthroplasty; short-term results¿ which aimed to examine the clinical results following total hip arthroplasty in a study of 70 patients that may have experienced a decrease in acetabular bone density due to the use of metal on metal and metal-on-polyethylene implants using the m²a-magnum, advantage and mallory-head acetabular components and arcom polyethylene liners manufactured by biomet; and to investigate the comparison between the use of metal-on-metal implants and metal-on-polyethylene implants. Seventy patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the median for elevated titanium levels is 5.27 with use of metal-on-polyethylene implantation at one year post-operatively. There has been no further information provided and the patient outcome is unknown.